Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the immediate dental implant placed in type ii bone failed after 2.5 months in ada site 30 in the mouth. Clinician reports patient's peri-implantitis, infection, pain and poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the immediate dental implant placed in type ii bone failed after 2.5 months in ada site 30 in the mouth. Clinician reports patient's peri-implantitis, infection, pain and poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).